Event description:
It was reported that the insulin pump alarmed no delivery during basal deliveries due to an occlusion. The blood glucose reading was 17 mmol/l. The caller stated that she had performed a complete infusion set, reservoir and insulin change the night prior, and when she finished with the set change, the no delivery alarm recurred. She treated with manual injections. The caller noted that she used insulin straight from the refrigerator, against which she was advised. Upon troubleshooting, insulin did not exit during a fixed prime, and the device alarmed no delivery. Insulin did exit the tubing with a manual plunger push. Insulin exited the tubing during a manual prime, and the caller was advised that the insulin pump was working as designed. She was advised that the alarm had been caused by an infusion set or reservoir occlusion. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.